Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The dislodged stent was deployed where it came off of the delivery device. This was not the target lesion, however, it was the target vessel (circumflex). No other details or info is available. Same case as MFR. Report# 6000093-2004-00160.